Manufacturer narrative:
The subject device (fiber) was returned and was received at service business center olympus on (B)(6) 2023. The device is being shipped to the original equipment manufacturer (OEM) for investigation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported for this event by olympus sales representative, "or staff reported smoke was coming from the laser aperture. Staff reported the fiber pulled out of the aperture port connector. The fiber broke away inside the aperture connector at a metal alignment fitting, the part that actually mates with the fiber port of the laser. The blast shield was damaged and had to be replaced. The reported event occurred during a therapeutic ureteroscopy procedure. The blast shield inside the laser system was replaced, per the report and the same laser system was used to continue the procedure. The intended procedure was completed with no impact. No harm was reported. No patient harm, no user injury reported due to the event. This event includes two (2) reports: report with patient identifier (B)(6) (laser system model_tfl-pls ). Report with patient identifier (B)(6) (laser fiber - model_tfl-fbx200s lot_kr222964). This report is for report with patient identifier (B)(6) (laser fiber - model_tfl-fbx200s lot_kr222964).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, as well as corrections to e3, g2, and h8. Please see updates to d4, d9, e3, g2, h3, h4, h6, h8 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed, post-market pouch. The fiber shaft/ body was separated from the connector end at the strain relief. The connector halves appeared to be partially split and there was a piece of tape along the partially spit halves. The fiber break end of the fiber shaft does not have signs of burning suggesting the break was clean. The connector strain relief also does not have signs of burning on the outside. The combination of the partially split connector halves and no signs of burning visible on the outside of the connector suggests the burning may have occurred inside the device but this could not be confirmed without deconstructive testing which will not be performed at the facility as the lot/ serial information is still required from the OEM. The distal tip appeared used with signs of burn back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the failure was caused by a hard hit to the connector resulting in the fiber being severed at the fiber/ ceramic ferrule interface within the connector. It cannot be determined whether the force was applied after the testing at the facility, during re-packaging or at the end user. The final root cause of this event was unable to be determined. Olympus will continue to monitor field performance for this device.